Event description:
It was reported that, after tka had been performed on unspecified date, the patient experienced wound breakdown. This adverse event was treated on (B)(6) 2021 with knee debridement and washout. Additionally, the lgn cr high flex xlpe sz 3-4 13mm was exchange to lgn cr high flex xlpe sz 3-4 15mm, for prophylactic purposes. Patient current health status is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the request clinical information, a thorough medical investigation cannot be rendered nor can the root cause of the reported wound breakdown be determined. Based on the limited information provided, this adverse was treated with a knee debridement and washout. In addition, the patient¿s lgn cr high flex xlpe sz 3-4 13mm was exchange to lgn cr high flex xlpe sz 3-4 15mm for prophylactic purposes. The impact to the patient beyond that which has already been reported is unknown. Should any additional medical information be provided, this compliant will be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be patient anatomy/reaction, traumatic injury, procedural/user error or post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.